Manufacturer narrative:
Mindray service representatives replaced the affected telepacks.

Event description:
Customer reported an issue with the panorama telepack which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.